Event description:
It was reported that the sheath introducer was placed into a pt that had been admitted with cad, cerebrovascular accident, hypotension and bradycardia. The pt was noted to be thrashing around in the bed after insertion. Sometime later, the pt was found bleeding from the sheath site. The sideport was found disconnected and away from the pt. The pt was intubated, given blood and the side port was reconnected. The sideport remained in use for several more days before the pt expired of causes unrelated to this incident.